Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of the common femoral artery using two perclose proglide devices. Reportedly, during suture deployment, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted but with the same results, when the needle plunger was removed no suture was present. The device was removed and after completion of the abdominal aortic aneurysm repair procedure, a cutdown was performed, and the access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that approximately one and a half inches of the monofilament suture was exposed at the guide. The posterior needle and posterior cuff remained attached to the rail end of the suture. The remaining monofilament suture was pulled out from the device without resistance. Based on the investigation findings, the link detached from the swage end of the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and could appear similar to a needle-to-cuff miss. Since the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. An alterative method to achieve hemostasis such as the reported surgical sutures would be required. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and operator deployment technique. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger. Excessive force during needle plunger removal, a jerky motion, a sidewall stick, and deployment in challenging anatomies can cause the link to break. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. There were no reported challenging anatomical conditions which could have contributed to the link break. In addition, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the swage-end of the posterior cuff. Based on the reported information and the investigation, the probable cause for the link breaking from the swage-end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device #2 proglide is being filed under a separate manufacturer report number.